Event description:
Patient was brought to the operating room and placed supine on the operating table. Time out was performed and general anesthesia was given. Excerpts from surgeon's notes: attention was next directed at repair. The absorbable laparoscopic tacking device was used to circumferentially tack the mesh into place. Issue: maxtack not firing. The device was changed with another device and the procedure was done without further incident.